Manufacturer narrative:
Investigation: two photos and one 5ml syringe in a fully sealed blister pack confirmed to be from batch #9088558 (p/n 309646) were received and evaluated. It was observed there was print missing in the grad lines extending from the 3ml to the 5ml marking with multiple lines missing half or more and is rejectable per product specification. It was also observed there was multiple brown and black embedded foreign matter particles above the 5ml marking and in the flange. It appeared to be burnt plastic with multiple particles larger than level 3 in size and is rejectable per product specification. Machine logs indicate adjustments were made to the marking assembly during the time of production. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the missing scale defect is associated with the marking process. There was a build up of ink in the manifold that prevented the proper amount of ink from being applied. Potential root cause for the embedded foreign matter defect is associated with the molding process and is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of syringe 5ml ll sp125 experienced scale marking issues. The following information was provided by the initial reporter: material no: 309646 batch no: 9088558. Description: we have major concerns about the safety and quality of the bd 5ml syringe. Noticed brown residue and the worn off measurements. The syringe was set out today to use for an injection and luckily the faults were noticed before anyone's health was put at risk.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 5ml ll sp125 experienced scale marking issues. The following information was provided by the initial reporter: material no: 309646, batch no: 9088558. Description: we have major concerns about the safety and quality of the bd 5ml syringe. Noticed brown residue and the worn off measurements. The syringe was set out today to use for an injection and luckily the faults were noticed before anyone's health was put at risk.